Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the packaging (corner opposite of the peeling tab ) stuck to the package . Implant fell on floor when opening the package.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - the device associated with this report was not returned. Visual examination of the photographic evidence confirmed that component blister's lid did not peel open entirely. Traces of the tyvek lid's material were still adhered to folding edge of the blister after being tear off when it was attempted to be opened. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.